Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
Rp.013984 ¿ the dentist reported that after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. The patient presented poor bone quality/quantity.